Manufacturer narrative:
Findings: unit passed full functional test including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm noted during testing. Insulin flow blocked alarm function properly during basic occlusion and occlusion test. Unit received with scratched case. (B)(4).

Event description:
A customer parent reported via phone call indicating that the customer experienced high blood glucose of 439 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the insulin flow was blocked and they had already changed the sets. The caller did not troubleshoot, but they did return the device for analysis.